Event description:
Caller indicated patient has had oversensing issues the physician observed on the rv defib lead from the time of device change-out. Physician questions integrity of the biotronlk rv deflb lead. Patlead integrity alert triggered due to 2+ient presented to ER today with rv lead integrity alert triggered due to 2+ hr-ns episodes showing nonphysiologlc noise (7 such episodes, with the earliest visible (B)(6) 2020) and 30+ short v-v intervals (177 since (B)(6) 2020). Noise reproducible with patient maneuvers. R: guided caller through lead evaluation of rvtip to rvcoil vector. On caller indication of nonphysiologic oversensing there too, discussed pacer dependency relative to oversenslng could result in loss of pacing support. Discussed need for rv lead replacement discussion with physician. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).